Event description:
The patient used the suspect device to check the pt's blood glucose and obtained a result of 246mg/dl at 4:55am. The pt then took one unit bolus of humalog insulin. The pt did not eat. The pt's family found pt passed out at 6:20am and called the paramedics. Emt's arrived and used their equipment to check the pt's blood glucose and they obtained a result of 37mg/dl. The emt's gave the pt's glucose and took the pt to the hospital. Glucose control solutions level I and level 2 were used on the suspect device system and both controls were out of range. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.